Event description:
"The suction was blocked while operating in surgery. There are four suctions that show the same problem. But customer has already abandoned it, and only had two wrapping bags left."

Manufacturer narrative:
Upon receipt and evaluation of the incident device, a follow up report will be submitted.